Manufacturer narrative:
The sp monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument was found to have a broken drive rod. The distal component, coupling, of the distal drive rod was not returned with the instrument. Additionally, due to the broken drive rod, a detached fragment was observed that was not returned with the instrument. The instrument was found to have tube adapter abrasions.

Event description:
It was reported that during da vinci-assisted surgical procedure, monopolar curved scissors was found to have broken cable. The procedure was completed with no reported injury.